Event description:
It was reported that the device exhibited an ¿attach/reattach¿ error. It is unknown if there was patient involvement, no adverse patient effects were reported.

Manufacturer narrative:
B3: event date unknown. One device was returned for evaluation. Visual inspection revealed no anomalies. No evidence was available to review in the event history logs. Functional testing was performed and the reported issue was able to be replicated. The most probable root cause was determined to be the downstream occlusion (dso) sensor. The dso sensor, dso bezel, and dso seal were replaced. Service history review identified there was no indication that the complaint was related to a service of the device within the review period.

Manufacturer narrative:
Corrected data: d4 ¿ UDI additional information was received, there was no patient involvement.